Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) reported hearing beeping tones from the device. Upon interrogation, it was revealed that the device had recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Premature battery depletion was suspected. The patient was hospitalized and the device was explanted and replaced. No additional adverse patient effects were reported.